Event description:
According to the complainant, during procedure prepping, it was observed the talon 3-prong stone retrieval grasping forceps did not extract or retract properly. Follow up received indicated there was difficulty inserting the prongs into the sheath. In addition, further difficulty was noted inserting the grasping forceps into the scope. There was no patient involvement reported.

Manufacturer narrative:
A visual examination of the returned device revealed the stone retrieval grasping forcep's handle stop, wire and sheath, were all within specification. In addition, it was found the grasping prongs do not fully retract and the very tip of the sheath is slightly deformed. No other abnormalities were observed. The customer's complaint is confirmed. The most likely root cause is misalignment of the wire in the handle.